Manufacturer narrative:
G4: this device is classified as import for export, therefore 510k is not applicable. Model eg34-j10u-us is available in the USA with a 510k number k200090 d4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module/us probe as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the distal end with ccd module/us probe. In addition, our technician confirmed that the ultrasound connector body broken, the suction nipple leak, the us connector cable (long) cut, the objective lens scratched, and the insertion flexible tube bump; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.